Event description:
Additional information was received that nine months later the device was explanted during a revision procedure for the new rv lead, it has been exhibiting loss of capture. During the revision procedure, the physician was unable to gain access and the device and leads were explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the electrogram showed noise and oversensing on the right ventricular (rv) lead and pacing inhibition was observed on the holter monitor. The noise was not able to be reproduced and the patient was experiencing dizzy spells. It was noted that this tachycardia lead had been implanted off label in a pacemaker system . The rv lead was explanted and a new bradycardia lead was successfully implanted. The device remains implanted in the patient. No adverse patient effects as a result of the lead revision procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.